Event description:
During a needle localization biopsy procedure, the mammography sys c-arm moved a slight distance and then rotated almost 40 degrees. The doctor quickly pulled the needle out of the pt's breast. The pt was not injured.

Manufacturer narrative:
Hologic's field engineer determined the problem was caused by user error. A review of the images taken during the incident revealed the compression force was not registering. The lack of compression force will allow for movement (rotation) of the sys c-arm. Only the proper amount of compression will activate the compression lockout to prevent movement. The user indicated the pt may have inadvertently pushed the rotation switch at the back of the image detector. The sys was checked and found to be working properly. The user was advised to apply the correct amount of compression force to ensure the compression lockout is activated.